Manufacturer narrative:
Device evaluation: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(4). A distal end driveline repair was performed by a technical services representative on (B)(6) 2018 under work order (B)(4). The approximately 20" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline metal connector revealed wear to the alignment indicator ink. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, additional pump stop events were reported and the patient underwent a pump exchange on (B)(6) 2018. The pump was returned assembled with the driveline cut approximately 1¿ from the pump body and a severed portion of driveline, measuring approximately 40¿, was returned. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed, and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed and visual inspection of all the underlying wires revealed a breach in the insulation of the orange wire approximately 5¿ from the pump body. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of the orange wire were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breach in the orange wire would have interrupted function as a result of the exposed conductors of the wire potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. He resulting shorts to ground would have caused the reported low speed/flow alarms and pump stop event, as seen in the submitted log file. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Patient¿s gender and weight have been requested but were not provided. Approximate age of device ¿ 1 year and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppage events were observed. Technical services reviewed the submitted log files, and pump stoppages were confirmed. On (B)(4) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Additional pump stoppages occurred post driveline replacement. On (B)(6) 2018, the patient received a pump exchange. No additional information was provided.